Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or scrolling numbers anomaly noted. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and broken reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump alarmed button error. Customer stated they removed and reinserted the batteries but it did not resolve the issue. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 180 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.